Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage (no microscope) and found sensor bent, then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specification. Performed bicarbonate buffer test and sensor passed isig readings but failed eis 1024 hz. See attached file for results. In summary, the customer complaint of unexpected sensor alerts was not confirmed, however sensor failed found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings but failed eis readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis (dka). The customer alleged that there was something wrong with the pump, transmitter, and sensor. The customer reported a blood glucose value of 834 mg/dl and sensor glucose values of 400 mg/dl, along with symptoms of feeling sick/unwell, loss of consciousness, delirium, and vomiting. The customer was treated with a manual bolus. Emergency medical services(ems) were dispatched, and the customer had an emergency visit to the hospital. The customer was hospitalized for more than 24 hours and treated with an IV insulin drip (intravenous insulin infusion). The event involved products mmt-332a, mmt-1884, unomedical, mmt-7040a, and mmt-7841zn. Troubleshooting was partially performed for the hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event, and it was unknown whether the auto mode feature was active at the time of the event. The customer tested for ketones, which resulted in high ketones content, and the customer declined further troubleshooting. Troubleshooting was performed for the difference between glucose values, and the difference was outside the acceptable range. The customer was advised that the non-serialized product was being replaced. No further patient complications were reported. No product replacement or return was required for mmt-332a and unomedical. Mmt-1884 was requested, and the customer responded that the device would be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-7040a and mmt-7841zn were expected to be returned.